Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that while wearing a sensor, he did not receive an alert that his blood glucose level was dropping. Blood glucose level at the time of the incident was 50 mg/dl. The customer was advised as to the proper insertion and calibration techniques. Blood glucose level at the time of the call was 130 mg/dl. The sensor will not be replaced and the customer did not return it for analysis.